Event description:
It was report that on the morning of january 5th, the healthcare professional (hcp) went in and clamped the patient's device prior to completing a cerebrospinal fluid (csf) draw from it. After being clamped about 25 mins the hcp went in and got their supplies ready for the lab draw. They turned the proximal stopcock off to the device (it was clamped on the device) so that they could then draw the labs. They had to step out of the room for a couple of minutes, and when they came back, they noticed that csf had leaked from the proximal stopcock. The bedding was wet around the proximal stopcock, all the way down the sheets and pooled under the patient. They talked with another nurse and a charge nurse about whether to proceed with the lab draw or what they should do about the leaking. It was decided that the hcp should proceed with the lab draw. When they tried to draw the lab, no csf was able to be drawn. At this point it was decided that the device was malfunctioning and neurosurgery was paged. Neurosurgery came to bedside and switched the device out with a new one.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the drainage system (edms) was returned for analysis. The membrane on the injection site was damaged. Only the stopcock was returned. The remaining edms system was not returned. The pate ncy/leakage test could not be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.